Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(6) ) displayed fault 16 (timeout moving to take-up position). The staff tried replacing the lifeband and autopulse li-ion battery, but the fault persisted and the lifeband did not retract. No patient involvement.